Event description:
Vaginal erosion following gynecare tvt-o placement for urinary stress incontinence along with tvh and left salpingo-oophorectomy. Several office visits following initial surgery for symptoms of urinary tract infection, pelvic pain, lower back pain and dyspareunia with chemical cautery of granulation tissue at the vaginal cuff. Second surgery performed in 2009, which included laparoscopic right salpingo-oophorectomy, enterolysis, resection of pelvic endometriosis and repair of umbilical hernia. Approximately one month following surgery, symptoms of pelvic pain, lower back pain, dyspareunia, and frequent urinary tract infections returned. Physician's examination determined vagina erosion of tvt-o sling material. Mesh revision surgery done three months later. Dates of use: 2009. Diagnosis or reason for use: stress incontinence.